Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 07-may-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device drawers were offline. A technical support specialist (tss) applied knowledge article "medbank drawers: drawers are offline login message", updated the internet protocol (ip) address of the network adapter to the cabinet from dhcp to 172.23.0.1/24 and restarted the cubex app to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were offline. However, there were no delays or adverse events or injuries reported based on this event.